Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reading from patient's mobile system (25 mmol/l) was compared to a reading from an unknown accu-chek system (10.5 mmol/l) within 10 minutes. Unable to confirm 2nd meter type. No adverse event was reported. Strips are not available for return.

Manufacturer narrative:
The lot number of the unknown accu-chek test strip was not provided.